Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient noted "I'm holding in fluid. I've gained 3 pounds". Patient thinks she is retaining fluid. Patient said she will talk to her healthcare provider (hcp). No further complications were reported.